Event description:
It was reported the patient underwent a total hip arthroplasty around 16 years ago. Subsequently, a revision procedure was performed on (B)(6) 2015 due wear of the acetabular liner. The modular head and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - around 16 years ago.